Event description:
Md doing a greenlight laser photo vaporization of the prostate. The first fiber malfunctioned, went from side firing to end firing. Fiber changed and second fiber did the same thing. There was a burn to the right ureter, but did not go through ureter.